Manufacturer narrative:
Medical device brand name: unknown. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date : unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the ts2 tube were having multiple issues(clogged/blocked instrumentation probe) , no report of medical interventions or serious injury.

Manufacturer narrative:
Medical device brand name been corrected to bd vacutainer® . Common device name been corrected to blood specimen collection device.